Event description:
Customer called to report a vibrator anomaly on the insulin pump. Customer's blood glucose reading was 365 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with audio beep alert and vibrator alert functioning properly. No audio beep anomaly or vibrator anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.